Event description:
It was reported that the atrial lead exhibited high thresholds. On 12/17/2013 a chest x-ray confirmed that the lead had dislodged. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes on (B)(6) 2014 the lead was explanted.